Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, approximately 29 days post implantation of a 26mm sapien 3 ultra valve in the mitral position the valve was explanted and replaced with a surgical valve. The reason for the explantation is unknown as this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint event was confirmed based on clinical review of medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies therefore, no corrective/preventive action nor product risk assessment (pra) is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "on pod-19, the patient presented to the emergency department for worsening shortness of breath (sob) with bilateral leg swelling concerning for acute heart failure exacerbation. An echo was performed and reported an aneurysmal atrial septum with atrial wall dissection partially contained by existing atrial septum defect (asd) occluder. The mitral valve sapien 3 valve had large pvl, mean gradient around 10mmhg", and "the tee pre-bypass revealed a dissection flap near interatrial septum along with a loose asd closure device in improper position. The sapien 3 valve had severe pvl extending through the left atrium (la) dissection (not related to the edwards devices), there was moderate mitral stenosis with a mean gradient of 8-10mmhg. The patient was brought to the operating room for redo sternotomy and explantation of prior mitral ring and thv mitral valve, explantation of asd closure, mitral valve replacement (mvr) with a surgical valve, tricuspid valve repair for pre-existing tricuspid valve regurgitation, asd closure, and left atrial dissection repair. Per the explant operative report, the s3 valve was superior to native mitral valve and annuloplasty ring and was rocking within the previously placed ring that seemed to have shifted onto the atrial side of the previous mitral valve as well". In this case, the aneurysmal atrial septum with atrial wall dissection was close to the native mitral valve, which could affect the fixation of pre-existing ring onto the native mitral annulus resulting in pre-existing ring migrated or shifted, so it led to a further deployed valve paravalvular leak as reported. As such, available information suggests that patient factors (aneurysmal atrial septum led to pre-existing ring migration) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to review of medical records. Sections b3 b5, g6, h6 health effect - impact code, health effect - clinical code, device code(s) and h10 has been updated. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a technical summary written by edwards lifesciences, heart block", atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It is possible that the heart block was caused by the mechanism mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Investigation of this event is ongoing. .

Event description:
As reported, approximately 29 days post implantation of a 26mm sapien 3 ultra valve in the mitral ring via transseptal approach, the valve was explanted and replaced with a surgical valve due to unknown reasons. Per clinical review of medical records, the patient underwent a tmvr procedure for the implantation of a 29mm sapien 3 thv-in-mitral ring via transseptal approach. Post deployment echocardiogram reported mitral valve trivial to mild paravalvular leak (pvl), mitral valve area is 2.1 cm2, mean gradient 5.5-6 mmhg by tee, and mean peak gradient is 9-10 mmhg by tte. At some point during the tmvr procedure, the left atrium (la) was dissected with a false lumen completely and circumferentially around the la. There was no allegation or indication that the la dissection was related to the edwards' devices. On post operative day 1 (pod-1) tte reported trivial mild regurgitation. Bioprosthetic mitral valve replacement noted with trace paravalvular leak (pvl), mitral valve area was 2.0 cm2, mean peak gradient is 8.53 mmhg. Post procedure, the patient also developed heart block which required a pacemaker (exact date of event is unknown). The patient was reported as doing well with the paravalvular leak (pvl) and dissection of the left lateral wall but did have some persistent shortness of breath (sob) prior to discharge. On pod-19, the patient presented to the emergency department for worsening sob with bilateral leg swelling concerning for acute heart failure exacerbation. A tee done reported aneurysmal atrial septum with atrial wall dissection partially contained by existing atrial septum defect (asd) occluder. The mitral valve s3 valve had large pvl, mean gradient around 10mmhg. Abnormal gradients for valve type and size. The tee pre-bypass revealed a dissection flap near interatrial septum along with a loose asd closure device in improper position. The s3 valve had severe pvl extending through the la dissection, and a mild central regurgitant jet through the s3 valve and additional washing jets were present, there was moderate mitral stenosis with a mean gradient of 8-10mmhg. The patient was brought to the operating room for redo sternotomy and explantation of prior mitral ring and thv mitral valve, explantation of asd closure, mvr with a surgical valve, tricuspid valve repair for pre-existing tricuspid valve regurgitation, asd closure, and left atrial dissection repair. Per the explant operative report, the s3 valve was superior to native mitral valve and annuloplasty ring and was rocking within the previously placed ring that seemed to have shifted onto the atrial side of the previous mitral valve as well. The left atrium had a dissection flap going circumferentially around it that seemed to end at the level of the atrial septal device, which was placed at the level of the atrial septum. No complications were reported. The patient was discharged in good condition on pod-13. There were no edwards' device malfunctions listed.